Event description:
It was reported the gastrointestinal videoscope image becomes blurred, indistinct or noisy. The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regional repair center. Will not return the device to regional investigation center. Regional investigation center reviewed source evaluation summary, confirmed that the event reported by the customer did not occur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.